Event description:
This is a spontaneous case report received from a (B)(6)-year-old female consumer via regulatory authority ((B)(4)) in (B)(6) on (B)(6)-2016 which who had essure (fallopian tube occlusion insert) inserted in (B)(6)-2013 for sterilization in tubes, contraceptive method. The consumer experienced abundant bleedings, cysts, constant pelvic pain, and urinary infection. The pelvic pain started at the moment of placement, other events started eventually. Her current health state was reported as worsening. She had gone to urgencies services and used treatment for the relief of the events (not specified). All the events were considered as related by the consumer. Company causality comment: this non medically-confirmed, spontaneous case report was received via regulatory authority and refers to a (B)(6)-year-old female consumer who had abundant bleedings (regarded as genital bleeding), constant pelvic pain, and urinary infection after essure (fallopian tube occlusion insert) insertion. These events are listed in essure's reference safety information, except for the reported urinary infection. After essure insertion, pelvic pain and abnormal genital bleeding may occur. In this particular case, consumer related the events to essure and no alternative explanation was provided. Therefore, causality with the suspect insert cannot be excluded. Regarding the reported urinary infection, it was considered unrelated to essure due to event's nature and based on device's local action into the fallopian tubes. The non-serious event cysts was also reported. Although no death or serious injury was mentioned in this case; it was regarded as an incident in line with health authority's assessment. A product technical analysis is being sought.

Manufacturer narrative:
Quality safety evaluation of ptc received on 17-jun-2016: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 20-jun-2016 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non medically-confirmed, spontaneous case report was received via regulatory authority and refers to a (B)(6) female consumer who had abundant bleedings (regarded as genital bleeding), constant pelvic pain, and urinary infection after essure (fallopian tube occlusion insert) insertion. These events are listed in essure's reference safety information, except for the reported urinary infection. After essure insertion, pelvic pain and abnormal genital bleeding may occur. In this particular case, consumer related the events to essure and no alternative explanation was provided. Therefore, causality with the suspect insert cannot be excluded. Regarding the reported urinary infection, it was considered unrelated to essure due to event's nature and based on device's local action into the fallopian tubes. The non-serious event cysts was also reported. Although no death or serious injury was mentioned in this case; it was regarded as an incident in line with health authority's assessment. The product technical investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.